Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that the patient heard her pump alarming. On the day of the report, the pump was interrogated and it was found that the pump went into safe state on (B)(6) 2012. Normal updates occurred in (B)(6). The patient experienced return of pain. Four days later, it was reported that the issue resolved. No battery reset message occurred. The patient was receiving effective therapy and being followed by her primary doctor. The cause of the event was unknown; no electromagnetic interference was involved. The device system was used to deliver dilaudid (hydromorphone) at 30mg/ml.